Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered a blood glucose value into the carbohydrate/grams field and delivered a larger than intended bolus. Although requested, additional information was not provided.